Event description:
Treatment of an avm (arteriovenous malformation). During the onyx injection involving a marathon catheter that was advanced inside a berenstein angiographic catheter, it was reported that resistance was felt and onyx was noticed to be coming out of the tip of the berenstein catheter and a small amount of onyx was left in the artery proximal to the avm. The procedure was completed with a new catheter. No injury was reported with the patient as a result of the procedure. Same event as MDR # 2029214-2013-00652.

Manufacturer narrative:
The catheter was returned and evaluated. A rupture was found at 27cm from the distal tip and appears to have ruptured during onyx injection due to over-pressurization as a result of an occlusion (i.e. Solidified onyx / kink) within the catheter, resulting in pressures exceeding the limits of the catheter. Catheter rupture. (B)(4).